Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmologist reported post-operative patient had cotton fibers lodged in the corneal wounds and it was removed. This report pertains to 1 of 3 patient involved in this reported event.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. 5 unopened and 1 cut-opened unused custom paks in the original box were visually inspected. White debris was observed in the blue 1part trays in the poly / tissue wraps, in the blue 16oz bowls, on the mayo stand cover and back table covers. The locations of the white debris were near the bundles of the 4"x4" gauze. The products were sent to the particulate laboratory with the bundles of gauze and poly / tissue wraps for comparison purpose for further analysis. The packs were visually and microscopically examined, and the presence of foreign material was confirmed. Microscopic examination shows large amounts of white debris up to approximately 1.3mm in length on numerous parts of the packs, including the blue trays, blue bowls, and table covers. The white debris was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the white debris¿ generated infrared ir) spectra to a library of spectra finds the best match to be texwipe fibers (natural fibers). Comparison of the white debris¿ generated ir spectra to that of the provided gauze and poly tissue wrap finds that both the gauze and tissue wrap match up well to the white debris (ft-ir spectra 2). However, the location and visual characteristics of the white debris suggest the gauze as the more likely source. A review of the reported pak's bill of materials (bom) shows the suspect product is 030-0110hq - gauze sponge,12ply,4x4. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Custom pak® surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. It is recommended that the customer speak with their account manager about the possibility of removing gauze from their pack. The account manager can work with the houston sales admin team to explore alternatives and provide sample options. Please be aware that generally natural fibers are sourced from multiple materials such as clothes, and woven fabric towels/wipes, or non-woven cellulose type materials(paper) in manufacturing or the operating room. Please note that foreign material may originate from supplier processes, as components are often handled, packaged, or stored in environments where debris or contaminants can be introduced. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Custom pak® surgical procedure packs are manufactured in an environmentally controlled area where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Additionally, to reinforce controls, flex installed air curtains in clean room entry and relocated the consumables (personal head protection equipment). External suppliers who provide components within custom pak® surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Flex and quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.